Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition tt was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Also we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 496 mg/dl while wearing the pod between 4 and 24 hours. Once at the hospital upon removed of the pod the patient reports being unsure if the cannula was properly seated in the infusion site (abdomen). In addition the patient reports the pods cannula was found to bent upon removal. The patient was treated with intravenous fluids as well as a insulin drip. The patient was discharged from the hospital after 3 days. The patients pod will not be returned as it has been discarded.